Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received that the patient did not have any additional symptoms of an adverse event besides hemiparesis. The symptoms began approximately 1 hour after the procedure. There was no intervention other than an IV heparin drip. The patient remained hospitalized for 5 days to allow the deficit to improve. There were minimal residuals. Recommendations at discharge included plavix and physical therapy. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(4) registry after a carotid artery stenting (cas) procedure with a 6x40mm precise stent in the proximal internal carotid artery, a patient was diagnosed with an ischemic stroke. The recovery was partial with minor residuals and the patient was discharged 5 days later. Baseline nih and rankin scores were both 0. The patient was asymptomatic at study inclusion. Cas was performed on a 90% occluded lesion in the proximal left internal of 10mm in length in an unknown vessel diameter. The arch ii lesion had no documented calcification or vessel tortuousity. A 5mm medium support angioguard was successfully deployed past the lesion and pre-dilatation was performed with an unspecified balloon. Then a 6x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 5%. The angioguard was successfully removed and there was no debris found in the basket. There was no documented dissection or presence of air bubbles. Following the procedure, the patient had sudden onset of right hemiparesis. Emergency cea was not required.

Manufacturer narrative:
As reported by the (B)(6) registry after a carotid artery stenting (cas) procedure with a 6x40mm precise stent in the proximal internal carotid artery, a (B)(6) year-old female patient with medical history including cardiac arrhythmia, smoking (>5packs of cigarettes) and hypertension was diagnosed with an ischemic stroke. The recovery was partial with minor residuals and the patient was discharged 5 days later. Baseline nih and rankin scores were both 0. The patient was asymptomatic at study inclusion. Cas was performed on a (B)(6) occluded lesion in the proximal left internal of 10mm in length in an unknown vessel diameter. The arch ii lesion had no documented calcification or vessel tortuosity. A 5mm medium support angioguard was successfully deployed past the lesion and pre-dilatation was performed with an unspecified balloon. Then a 6x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured (B)(6). The angioguard was successfully removed and there was no debris found in the basket. There was no documented dissection or presence of air bubbles. Following the procedure, the patient had sudden onset of right hemiparesis. Emergency cea was not required. The patient did not have any additional symptoms of an adverse event besides hemiparesis. The symptoms began approximately 1 hour after the procedure. There was no intervention other than an IV heparin drip. The patient remained hospitalized for 5 days to allow the deficit to improve. There were minimal residuals. Recommendations at discharge included plavix and physical therapy. Additional information was received that the patient had a 30 day follow-up visit approximately 3 weeks after discharge. The nih and rankin scores were not checked. No new adverse events were reported. The patient exited the study after having completed all of the required follow-up. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Cec minutes received with additional details provided of the previously ischemic stroke. The patient developed sudden onset of right-sided weakness around 15:00 -15:30. On (B)(6) 2013 at 22:00, the nih stroke scale score was 7 due to minor facial paralysis (right facial droop)(1), right arm drift (1), no effort against gravity in the right leg (3), and two limb ataxia (2). A CT scan on (B)(6) 2013 showed no acute intracranial abnormality and old right basal ganglia infarct. Neurology consultation on (B)(6) 2013 at 10:24 was performed. Neurological exam noted that the patient could raise her right arm off the bed weakly and could not raise her right leg off the bed. Fine finger movements were slow on the right side. There were no problems with speech, hearing, or vision. Both toes seemed upgoing. Left side was unaffected. In conclusion it was noted that the patient was outside of tpa window and an MRI was pending. She was placed on anticoagulation and on IV fluids to maintain her blood pressure. A brain MRI on (B)(6) 2013 revealed multiple, predominantly small acute punctate infarcts in the distribution of the left common carotid, suggesting an embolic phenomenon. The largest of these is approximately 16 mm and located in the left periventricular white matter. No associated mass effect or acute hemorrhage currently noted, as per radiology report. The site reported event of ischemic stroke on (B)(6) 2013. The patient was discharged on (B)(6) 2013 on asa and clopidogrel with minor residual deficits, as per neurological event form. Pre-discharge, the nih and rankin stroke scale scores were not assessed. No evaluation of nih and rankin stroke scale scores was performed at 30 day follow-up visit. No further information is available at this time.